Event description:
Report 2 of 10. Consumer reported she opened a tampon for use and the string was missing. She did not use the tampon and discarded it.

Manufacturer narrative:
A model was provided but no UDI, brand name or manufacturer lot code. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.